Event description:
The pt was admitted for a rotational atherectomy of the right coronary artery. The procedure was carried out using burrs - sizes 1.25, 1.5, 1.75. The lesion was densly calcified and stenotic. Subsequent imaging revealed that the stenosis was reduced from 80% to approximately 25%. A stent was placed. It was noted that a small wire fragment of the distal c-wire had broken off and was retained within a very small branch. The pt underwent coronary artery bypass grafting without complication. The wire fragment was located but was left in place as the risk of arteriotomy outweighted the risk of the retained wire fragment. The pt had an uneventful postoperative course and was discharged 5/30/00.